Manufacturer narrative:
Manufactures investigation conclusion: the pump was not explanted after the patient¿s expiration and was therefore not available for evaluation. A direct correlation between the device and the patient's expiration cannot be conclusively determined through this investigation. The patient was found down at home on (B)(6) 2020, and was rushed to an outside hospital, where they ultimately expired due to ventricular fibrillation arrest. The outside center reported that the patient was no longer connected to the left ventricular assist device upon arrival; however, the account has been unable to get any further details regarding the event from the outside hospital. (B)(6), will not be returned for evaluation. The heartmate ii left ventricular assist system instructions for use lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii left ventricular assist system patient handbook warns that the pump will stop if the system controller is disconnected from the driveline. If this happens, the user should reconnect the driveline as quickly as possible to restart the pump. The patient handbook, as well as the heartmate ii left ventricular assist system instructions for use, cover all system controller alarms, as well as the appropriate associated actions. Death is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was found down at home and presented to an outside hospital and expired at hospital. It was noted that the patient was no longer connected to the device; however, no further details were available. It was reported that the patient expired due ventricular fibrillation arrest. The device will not be returned. No further information was provided.